Event description:
According to the report, the active electrode of the device was damaged during the removal of a cholesteatoma. The implant is reported to have been working according to specifications before the incident and was reimplanted due to the damage.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.